Event description:
Customer reported that he has to press the up button several times to get a response. Customer stated that he was caught in the rain for five hours. Customer's blood glucose at the time of the call was 216 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.